Event description:
A report was received from the FDA medwatch medicinal products reporting program that a physician reported a pt developed a corneal ulceration in the left eye while wearing soft contact lenses and using renu with moistureloc multi-purpose solution. The pt was unresponsive to topical antibiotics. A culture from corneal scrapings was positive for aspergillus species. The pt had a paracentral ulcer which may result in some visual loss. The pt was being treated with topical amphotericin -1.5mg/ml- and natamycin 5%. The infection appeared to be responding to this treatment. The pt used renu with moistureloc multi-purpose solution from 1/1/06 to 4/13/06. The event did not abate after the product was discontinued.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.